Event description:
The end user reported the empty stretcher lowered from the ambulance while unloading. The end user was unsure how the incident occurred but suspect they may have not pulled the stretcher out far enough and the head end legs may have hit the rear step causing the stretcher not to engage with the safety hook. They checked the function of the safety bail and found it to be operating as intended. Suspected contributing factor is unintended use error. The stretcher did sustain damage as a result of lowering from the ambulance. Repair parts were sent to the end user as they are an authorized field technician.